Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5104659) on 25-oct-2021. The most recent information was received on 02-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('other is embedded in her uterus covered in scar tissue'), device expulsion ('other is embedded in her uterus covered in scar tissue'), device dislocation ('left side coil is wrapped around her left hip and positioned incorrectly'), breast abscess ('breast abscess/ 2 gallon abscess'), enterococcal infection ('contracted vre after surgery') and abscess limb ('2 abscess in her arm') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils placed in her right side and 1 in her left". Medical conditions: she never had (period) cramps too bad before. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), breast abscess (seriousness criteria hospitalization and medically significant), enterococcal infection (seriousness criterion medically significant), abscess limb (seriousness criterion medically significant), allergy to metals ("nickel allergy"), confusional state ("mental confusion"), feeling abnormal ("brain fog"), uterine pain ("pain in her uterus"), radiating pain ("pain that radiates into her knees"), chronic pain ("generalised body pain/ constant pain"), pelvic adhesions ("one of her ovaries has scar tissue and is wrapped around her hip bone"), cyst ("cyst"), rash ("body rashes"), dysgeusia ("metallic taste in her mouth"), gait disturbance ("bilateral hip that causes ambulation difficulty / bad cramps some days can't walk"), headache ("headaches"), mental disorder ("mentally unstable"), dysmenorrhoea ("now I get cramps with my period / pain that radiates into knees/cramps"), skin disorder ("its like my skin is dying") and muscle spasms ("cramps, now get them to my knees"), underwent mammoplasty ("breast augmentation and removal of overhanging tissue") and was found to have neoplasm ("tumor formations"). The patient was treated with surgery (abscess in her arm surgically drained and breast abscess surgically drained). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, device dislocation, mammoplasty, breast abscess, enterococcal infection, abscess limb, allergy to metals, confusional state, feeling abnormal, uterine pain, chronic pain, pelvic adhesions, cyst, neoplasm, rash, dysgeusia, gait disturbance, headache, mental disorder, dysmenorrhoea and skin disorder outcome was unknown. The reporter considered abscess limb, allergy to metals, breast abscess, confusional state, cyst, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, embedded device, enterococcal infection, feeling abnormal, gait disturbance, headache, mammoplasty, mental disorder, muscle spasms, neoplasm, pelvic adhesions, radiating pain, rash, skin disorder, uterine pain and chronic pain to be related to essure. The reporter commented: she has been unsuccessfully attempting to remove the device since 2015 and alleges that she has been deemed mentally unstable and received misconceived diagnosis from medical professionals as a result of her essure complications. Life-threatening and hospitalization were mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: due to internal review this report was detected to be a duplicate to record # us-bayer-2020-069391 which will be deleted in bayer safety database after all information was transferred to this duplicate record # us-bayer-2021a238728 which will be retained. History added: she never had (period) cramps too bad before. Events "now I get cramps with my period / pain that radiates into knees/cramps / with my period every month that hasn't went anywhere", "its like my skin is dying" and "cramps, now get them to my knees" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 25-oct-2021. The most recent information was received on 09-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('other is embedded in her uterus covered in scar tissue'), device expulsion ('other is embedded in her uterus covered in scar tissue'), device dislocation ('left side coil is wrapped around her left hip and positioned incorrectly'), breast abscess ('breast abscess/ 2 gallon abscess'), enterococcal infection ('contracted vre after surgery') and abscess limb ('2 abscess in her arm') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils placed in her right side and 1 in her left". Medical conditions: she never had (period) cramps too bad before. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), breast abscess (seriousness criteria hospitalization and medically significant), enterococcal infection (seriousness criterion medically significant), abscess limb (seriousness criterion medically significant), allergy to metals ("nickel allergy"), confusional state ("mental confusion"), feeling abnormal ("brain fog"), uterine pain ("pain in her uterus"), radiating pain ("pain that radiates into her knees"), chronic pain ("generalised body pain/ constant pain"), pelvic adhesions ("one of her ovaries has scar tissue and is wrapped around her hip bone"), cyst ("cyst"), rash ("body rashes"), dysgeusia ("metallic taste in her mouth"), gait disturbance ("bilateral hip that causes ambulation difficulty / bad cramps some days can't walk"), headache ("headaches"), mental disorder ("mentally unstable"), dysmenorrhoea ("now I get cramps with my period / pain that radiates into knees/cramps"), skin disorder ("its like my skin is dying") and muscle spasms ("cramps, now get them to my knees"), underwent mammoplasty ("breast augmentation and removal of overhanging tissue") and was found to have neoplasm ("tumor formations"). The patient was treated with surgery (abscess in her arm surgically drained and breast abscess surgically drained). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, device dislocation, mammoplasty, breast abscess, enterococcal infection, abscess limb, allergy to metals, confusional state, feeling abnormal, uterine pain, chronic pain, pelvic adhesions, cyst, neoplasm, rash, dysgeusia, gait disturbance, headache, mental disorder, dysmenorrhoea and skin disorder outcome was unknown. The reporter considered abscess limb, allergy to metals, breast abscess, confusional state, cyst, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, embedded device, enterococcal infection, feeling abnormal, gait disturbance, headache, mammoplasty, mental disorder, muscle spasms, neoplasm, pelvic adhesions, radiating pain, rash, skin disorder, uterine pain and chronic pain to be related to essure. The reporter commented: she has been unsuccessfully attempting to remove the device since 2015 and alleges that she has been deemed mentally unstable and received misconceived diagnosis from medical professionals as a result of her essure complications. Life-threatening and hospitalization were mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5104659) on 25-oct-2021. The most recent information was received on 22-sep-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer with additional information received through social media and describes the occurrence of embedded device ("other is embedded in her uterus covered in scar tissue"), device expulsion ("other is embedded in her uterus covered in scar tissue"), device dislocation ("left side coil is wrapped around her left hip and positioned incorrectly"), breast abscess ("breast abscess/2 gallon abscess"), enterococcal infection ("contracted vre after surgery") and abscess limb ("2 abscess in her arm") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("2 coils placed in her right side and 1 in her left"). The patient had a medical history of hemorrhoidectomy, appendectomy, chronic depression, bipolar disorder, anxiety, arthritis, pelvic pain, paratubal cyst, vaginal bleeding, depression, anxiety disorder, cesarean section, augmentation mammoplasty, parity 3, multi gravida, abnormal uterine bleeding, dysmenorrhea and pelvic pain. She never had (period) cramps too bad before. Previously administered products included: nickel for rash. The patient had a family history of hyperlipidemia, breast cancer, type 2 diabetes mellitus and menstrual disorder. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criterion medically important), device dislocation (seriousness criterion medically important), breast abscess (seriousness criteria hospitalisation and medically important), enterococcal infection (seriousness criterion medically important), abscess limb (seriousness criterion medically important), allergy to metals ("nickel allergy"), confusional state ("mental confusion"), brain fog ("brain fog"), uterine pain ("pain in her uterus"), radiating pain ("pain that radiates into her knees"), chronic pain ("generalised body pain/ constant pain"), pelvic adhesions ("one of her ovaries has scar tissue and is wrapped around her hip bone"), cyst ("cyst"), rash ("body rashes"), dysgeusia ("metallic taste in her mouth"), gait disturbance ("bilateral hip that causes ambulation difficulty/bad cramps some days can't walk"), headache ("headaches"), mental disorder ("mentally unstable"), dysmenorrhoea ("now I get cramps with my period/pain that radiates into knees/cramps"), skin disorder ("its like my skin is dying") and muscle spasms ("cramps, now get them to my knees"), was found to have neoplasm ("tumor formations") and underwent mammoplasty ("breast augmentation and removal of overhanging tissue"). The patient was treated with surgery (laparoscopic hysterectomy, cystoscopy, breast abscess surgically drained and abscess in her arm surgically drained). At the time of the report, the outcomes for embedded device, device expulsion, device dislocation, mammoplasty, breast abscess, enterococcal infection, abscess limb, allergy to metals, confusional state, brain fog, uterine pain, pain, pelvic adhesions, cyst, neoplasm, rash, dysgeusia, gait disturbance, headache, mental disorder, dysmenorrhoea and skin disorder were unknown. The reporter considered abscess limb, allergy to metals, brain fog, breast abscess, confusional state, cyst, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, embedded device, enterococcal infection, gait disturbance, headache, mammoplasty, mental disorder, muscle spasms, neoplasm, chronic pain, radiating pain, pelvic adhesions, rash, skin disorder and uterine pain to be related to essure administration. The reporter commented: she has been unsuccessfully attempting to remove the device since 2015 and alleges that she has been deemed mentally unstable and received misconceived diagnosis from medical professionals as a result of her essure complications. Life-threatening and hospitalization were mentioned but not specified and/or assigned to any of the events. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus and fallopian tubes: cervicitis, cervix proliferative endometrium with polyp, no hyperplasia or neoplasia identified. Ino pathologic abnormalities, myometrium adhesions, uterine serosa. [Pregnancy test] on (B)(6) 2020: negative; [smear cervix] in (B)(6) 2020: normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5104659) on 25-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('other is embedded in her uterus covered in scar tissue'), device expulsion ('other is embedded in her uterus covered in scar tissue'), device dislocation ('left side coil is wrapped around her left hip and positioned incorrectly'), breast abscess ('breast abscess/ 2 gallon abscess'), enterococcal infection ('contracted vre after surgery') and subcutaneous abscess ('2 abscess in her arm') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils placed in her right side and 1 in her left". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), breast abscess (seriousness criteria hospitalization and medically significant), enterococcal infection (seriousness criterion medically significant), subcutaneous abscess (seriousness criterion medically significant), allergy to metals ("nickel allergy"), confusional state ("mental confusion"), feeling abnormal ("brain fog"), uterine pain ("pain in her uterus"), arthralgia ("pain that radiates into her knees"), pain ("generalised body pain/ constant pain"), pelvic adhesions ("one of her ovaries has scar tissue and is wrapped around her hip bone"), cyst ("cyst"), rash ("body rashes"), dysgeusia ("metallic taste in her mouth"), gait disturbance ("bilateral hip that causes ambulation difficulty"), headache ("headaches") and mental disorder ("mentally unstable"), underwent mammoplasty ("breast augmentation and removal of overhanging tissue") and was found to have neoplasm ("tumor formations"). The patient was treated with surgery (breast abscess surgically drained and abscess in her arm surgically drained). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, device dislocation, mammoplasty, breast abscess, enterococcal infection, subcutaneous abscess, allergy to metals, confusional state, feeling abnormal, uterine pain, arthralgia, pain, pelvic adhesions, cyst, neoplasm, rash, dysgeusia, gait disturbance, headache and mental disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, breast abscess, confusional state, cyst, device dislocation, device expulsion, dysgeusia, embedded device, enterococcal infection, feeling abnormal, gait disturbance, headache, mammoplasty, mental disorder, neoplasm, pain, pelvic adhesions, rash, subcutaneous abscess and uterine pain to be related to essure. The reporter commented: she has been unsuccessfully attempting to remove the device since 2015 and alleges that she has been deemed mentally unstable and received misconceived diagnosis from medical professionals as a result of her essure complications. Life-threatening and hospitalization were mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.